Event description:
There was no patient involvement.

Manufacturer narrative:
The device sent in for the lvp bezel post recall 2017 was found to not be affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and replaced. There was no issue observed with the bezel posts. The proximate cause identified by service was not applicable/unknown. The display board was observed to be faulty (missing segment). The proximate cause identified by service was due to an electrical failure. The rear case was cracked. The proximate cause identified by service was due to wear. The bezel assembly was cracked. The proximate cause identified by service was due to wear.

Event description:
Component damage was reported.

Manufacturer narrative:
The lvp bezel post recall 2017 and subsequent repairs were performed by service during the service recall process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. Multiple issues unrelated to the lvp bezel post recall 2017 were observed with the returned device and were replaced. There was no issue observed with the bezel posts. The proximate cause identified by service was not applicable/unknown. The display board was observed to be faulty (missing segment). The proximate cause identified by service was due to an electrical failure. The rear case was cracked. The proximate cause identified by service was due to wear. The bezel assembly was cracked. The proximate cause identified by service was due to wear. There was no reported patient involvement. This device is used for therapeutic purposes.